Event description:
The patient contacted lfs alleging inaccurate readings on their meter compared to the lab. The patient had obtained a 99 mg/dl on their lfs meter and l0-30 minutes later obtained a 80 mg/dl in the lab. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the result is greater than 20%.

Manufacturer narrative:
Follow up #1 (05/20/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.